Manufacturer narrative:
H4: manufacture date is not available based on the reported serial number. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that during testing; the ambulatory infusion pump was found to have a lifting downstream occlusion (dso) seal. There was no patient involvement.